Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter intermittently displayed a ¿strip problem¿ message. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. It is not specified when the alleged issue began. The patient manages her diabetes with novolog insulin and lantus insulin (at night). It is not known if the patient made changes to her usual management routine. The patient denied developing symptoms or receiving medical treatment due to the reported issue. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms and denied receiving medical treatment. However, this complaint is being reported because the alleged product issue remained unresolved.